Manufacturer narrative:
Qn#(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on (B)(6)2019, was sent in error.

Event description:
The customer reports: "tray damage before opening to cause transformation of product without using on patient". Note: prior to use on a patient during inspection.

Manufacturer narrative:
(B)(4).

Event description:
"Tray damage before opening to cause transformation of product without using on patient". Note: prior to use on a patient during inspection.